Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of more than 600mg/dl. The wife stated that the customer was not receiving any insulin and the insulin pump failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.